Event description:
It was reported that (2) 578sd were used during a laparoscopic bilateral tubal ligation. It was reported by rep that the surgeon insert device and gasket tore. The surgeon replaced device with another 578sd and the entire outer gasket dislodged and fell in pt. The surgeon retrieved and replaced with a third 578sd. The case was completed and there was no consequence to pt.